Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis in good condition following two 10ml followed by one 20ml bolus tests that failed. Delivery accuracy testing was performed and found that the pump was over delivering outside the specification range (+/- 6%). The pump's expulsor will be replaced and bring the delivery accuracy into more accurate range. Based on the evidence, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy testing by +13.50%. The pump was returned for service. No adverse effects were reported.